Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that a 6x20 mm peek ha screw had a breakage, a 5 mm was chosen expecting a smaller diameter and not wanting to have a similar issue reported before (B)(4).the broken fragment was not able to be removed and the sutures looked to be held in place for the repair. It is unknown if there was a delay or if a backup device was available and how the issue was resolved.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting . This device is only commercialized in australia and it cataloged as a distributor complaint. This event corresponds to a non-complaint, since the part number reported is a local beauty and smith and nephew is the distributor of this device. The complaint is not reportable.